Manufacturer narrative:
Measurement of critical features shows un-deformed areas meet manufacturing print specifications.

Event description:
It was reported the surgeon drilled through the patient's hand.